Manufacturer narrative:
The pump was not returned to animas for evaluation. If the pump is returned, an evaluation will be conducted and a supplemental report will be filed. The settings and delivery history were reviewed with the physician and confirmed as accurate. No conclusions can be made at this time.

Event description:
It was reported that the pt was treated at the hospital for elevated blood glucose levels.